Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the pump supplies were changed to resolve the issue. Customers blood glucose ranged between 400-450 mg/dl.